Manufacturer narrative:
(B)(4). Updated: b4, b5, d2, g3, h1, h2, h3, h6, h10 reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was further updated that when performing the meniscus suturing procedure with the implant, when the operator inserted the implant into the meniscus structure the needle fractured at height of about 4 cm at end tip. There was a 7 minute delay. However, there was no patient injury as a result of the malfunction. Attempts have been made and there is no further information at this time.

Manufacturer narrative:
(B)(4). Report source: poland. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : hospital discarded as biohazard